Manufacturer narrative:
A review of complaint history for the associated lot was conducted and no other complaints related to this failure mode were identified. A review of the certificate of conformance (coc) for the lot was performed, confirming that (B)(4) units were manufactured, tested, and released in accordance with applicable specifications. The affected administration set was returned to intuvie on march 19, 2026 and is currently undergoing evaluation. The investigation is ongoing to determine the cause of the reported leak. A CAPA was opened to investigate the issue reported. Refer to (B)(4).

Event description:
A customer reported that administration set tubing leaked during use at a location directly below the drip chamber. The user indicated that the leak was observed during infusion and the affected product was set aside for evaluation. No adverse event or patient injury was reported in association with this complaint.